Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring fell apart. It broke around the center of the c ring, but it could be taken out because the left and right sides were attached. There were no procedural delay. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section-h3- if other provide code -explain- device returned, h6-type of investigation-device returned. The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was also observed on the jaws. The heater wire was observed to be bent but remained attached, which can be attributed to normal clinical use. The clear silicone insulation of the jaws was observed to be intact with no visual defects observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the photographic inspection, returned condition of the device, and evaluation results, the reported failure "break; c-ring" was confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise# (B)(4) updated section: b4, e3, g4, g7, h2, h3, h6, h10 the device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring. The c-ring was observed to be cut in half down the center. No other visual defects were observed. Based on the photographic inspection, the reported failure "break" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.